Event description:
It was reported that the wake button was sticking. Additionally, it was reported that the pump touchscreen timed off sooner than expected. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.